Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the rv lead 4137/(B)(4) had impedance issues with low pace impedance less than 200 ohms and pacing not delivered when required. Episodes of noise were also recorded.